Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she removed the battery and received a battery out limit alarm. Customer stated that the battery was out of the pump for about an hour before she got a new battery. Customer's blood glucose was 176 mg/dl at the time of the incident. Customer stated that the batteries were not out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.